Event description:
The gastroscope would not allow biopsy forceps down the instrument channel; it was difficult to find out why. After much effort, it was found that the previous patient who had a procedure with banding, that a band was stuck inside the channel of the scope; it was used on another- this previous patient; cleaning failed to clear channel. There was no evidence in cleaning of hindrance to the channel with brushing, the cleaning machine nor syringe push of fluids.another scope was used to complete the procedure and there was no harm to the patient.